Event description:
A 67 y/o female admitted with lumbar instability. During lumbar spinal fusion, surgeon broke pedicle screws x3 while trying to tighten. Sales rep was present at time of surgery. No adverse outcome to pt was noted.